Manufacturer narrative:
On 15-nov-2024, intuitive surgical, inc. (Isi) received FDA manufacturer and user facility device experience (maude) database report #(B)(6) stating: "monopolar curved scissor robotic arm instrument was not closing properly in patient. Switched instrument out, and when protective cover was removed, frayed wires were noticed. Xr advised and pending xr at end of case."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.210¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. The complaint was confirmed by failure analysis. The mcs tip cover accessory was also returned and evaluated. There was no damage observed during visual inspection. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the monopolar curved scissors (mcs) instrument had an exposed wire. The orange portion of the device was exposed. The procedure was completed with no reported injury.